Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an appropriately treated event for monomorphic ventricular tachycardia (vt). The initial shock in standard polarity was unsuccessful, but reversed polarity was successful in converting vt. Shock impedances were 59 ohms. Boston scientific technical services (ts) also reviewed the episodes. Ts noted that treated episode 19 showed a second charge after the first shock; therefore, in that multiple therapy episode as soon as the device started to charge, the polarity was flipped. The physician made the decision to explant the s-ICD because of dissatisfaction with how the device was working with this patient since the shocks were ineffective. The physician thought pacing and anti-tachycardia pacing (atp) might better help the patient. No additional adverse patient effects were reported.